Event description:
It was reported that the pt experienced severe back pain. An MRI was performed and confirmed the presence of an intrathecal mass/granuloma. The pt was to undergo surgery to "pull the catheter back" on (B)(6) 2010. The pt's pump had fentanyl (unk concentration) which infused at 1,000 mcg/day; and bupivacaine 14 mg/ml which infused at 6 mg/day. No further details, pt symptoms or outcome were provided at the time of this report.

Manufacturer narrative:
(B)(4).